Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the 23mm sapien valve was deployed too aortic. A second 23mm sapien valve was prepped, advanced and deployed more ventricular. After the case was finished the patient remained on extracorporeal membrane oxygenation (ECMO) for physiologic support and was transferred to ICU. Per report, this patient had a history of aortic root replacement. The patient¿s homograft aortic valve had become severely calcified and insufficient. Femoral access was obtained via surgical cutdown. Immediately after the balloon valvuloplasty (bav) with zmed balloon the patient¿s blood pressure dropped to 50mmhg. Transesophageal echocardiogram (tee) showed that the aortic valve had become seriously insufficient. The patient¿s blood pressure was treated with pressors and chest compressions. The patient was quickly placed on cardiopulmonary bypass (cpb) while the 23mm sapien valve was prepped. In order to get the arterial cpb cannula in, the pigtail catheter was removed. While on cpb, the 23 valve was deployed using only angiographic landmarks and tee. The first sapien valve positioning was 80:20 aortic with the final valve deployment position being very aortic (90:10 aortic). A second 23mm sapien valve was prepped, advanced and deployed more ventricular. Immediately after the valve was deployed the patients hemodynamics improved as the new aortic valve began to function. The perceived cause of the event was discussed with the operators and the lack of contrast angiogram during valve deployment resulted in a difficult valve deployment requiring the second valve.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient (hemodynamic instability post bav) and procedural factors (improper positioning prior to deployment) likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Clarification was received on 04-sep-2013 from the edwards clinical specialist indicating the correct alert date for the event. A section of this report has been corrected.